Event description:
It was reported that 9 gw oncology sets 3 smartsite experienced loose connection/separation/detachment. The following information was provided by the initial reporter: the screw connection below the smart site valves is loosened. Ll systems were rinsed with 0.9% nacl before use.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-02-09. H6: investigation summar: two 273-951eb samples from lot 1016006 were received for investigation of complaint reference pr (B)(4) (child pr (B)(6)). The samples were all received in opened packaging but all appear to be clinically unused. Examination of the five samples provided for investigation confirmed the customer's experience as in each instance the rotating collar of the duo component was found to rotate. However in each instance no leakage or air ingress was observed from any of the products and the connection between the upper and lower joints was found to be completely secure. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the rotating collar has no impact on the integrity of the connection between the duo component and the rest of the infusion set. The upper and lower connections of this joint are solvent bonded directly together and therefore the rotating collar has no functional affect on the connection. A review of the production records for lots 1016006 did not identify any in-process testing failures or quality deviations. As part of the feedback the customer indicates that some of the rotating collars are able to spin, while in other products they appear to be bonded. The manufacturing site confirmed that in the work instruction for the assembly of this joint, the collar is not required to be bonded. However in certain instances solvent may inadvertently be applied to this part of the joint during the solvent application process. A review of the customer advocacy feedback database indicates that this is a rare occurrence only one customer provided this type of feedback against the 273-951eb product in the past 12 months. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1016408 medical device expiration date: 2023-02-28 device manufacture date: 2020-12-09 medical device lot #: unknown (two invalid lot #s of 1018474 and 1016006 were provided by the initial reporter) FDA device problem code(s): (B)(4).

Event description:
It was reported that 9 gw oncology sets 3 smartsite experienced loose connection/separation/detachment. The following information was provided by the initial reporter: the screw connection below the smart site valves is loosened. Ll systems were rinsed with 0.9% nacl before use.